Event description:
The customer reported to vyaire that the lap top ventilator 1200 got involved in a patient incident. No patient harm reported. The reporter was not able to get the information of what happened.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer was advised to get the event trace data downloaded and that she would need a hyper terminal. She indicated that she was able to download the data before and is trained on the unit, but has not done it in a long time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.